Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing, and a stall due to gear wheel 3. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. The device was returned. The patient was not involved in a clinical study. The pump was explanted on (B)(6) 2019 and replaced with a manufacturer's product. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that his pump was permanently shut off in (B)(6) 2019 because he got tired of the beeping. Additional information was received from a healthcare professional (hcp) via a company representative who reported that the pump was replaced on (B)(6) 2019 due to the motor stalls. Prior to the replacement, it had been filled with saline and permanently shut down. It was noted that the patient had been taking a lot of orals in the last 6-7 months. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and a patient who was receiving 50mg/ml dilaudid at 15.108mg/day via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that a motor stall was seen at the initial interrogation. The patient did not recently have a magnetic resonance imaging scan (MRI). It was reported that the motor stall was active. The pump went through a motor stall on (B)(6) 2018 at 5:30. A stopped pump period may exceed tube set message appeared on (B)(6) 2018. The patient reported that they had stents placed 2 weeks ago. It was reported that the patient went through withdrawal. The patient reported that the alarm stopped toning on (B)(6) 2018. The patient did not know if the physician silenced the alarm, but the alarm stopped on (B)(6) 2018 and the appointment was on (B)(6) 2018. The patient reported they would be seen on (B)(6) 2018. No further complications were anticipated/reported.